Manufacturer narrative:
The event occurrred in (B)(6).

Event description:
Caller reported compact plus blood glucose results of 2.0 mmol/l, 2.1 mmol/l, and 12.4 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.